Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test. Pump received with intermittent button response on the select button. The sc1 cap locks properly into the reservoir compartment. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly and motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case and cracked select button keypad overlay. Pump received with intermittent button response due to cracked select button keypad dome switch. Cosmetic damage was confirmed at select keypad overlay. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump middle button seems like its out of place. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed it was reported location of the damage is at the middle button. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device was returned for analysis.